Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reports rupture diagnosed by MRI and confirmed during surgery. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on anterior, brown particles on gel, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on anterior. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Physician reports rupture diagnosed by MRI and confirmed during surgery. The device has been explanted. This record relates to the right side.